Event description:
A patient reported inadequate pain coverage. The scs system was explanted from the patient.

Manufacturer narrative:
All suspected devices were explanted and will not be returned for evaluation, as they were not released by the medical facility.